Manufacturer narrative:
The lot was manufactured from march 04, 2020 - march 05, 2020. The device was received for evaluation. Visual inspection was performed which observed a small amount of fluid inside a bag that contained the sample which suggest a leak had occurred. Further inspection was performed which revealed the cause of the leak was due to a small cut on the tubing line. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to handling of the device during product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified liquid runs out on the hose of a folfusor lv (large volume). This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.